Manufacturer narrative:
Device evaluation: visual analysis identified a broken device which seemed to be in two parts, could not confirm if device was complete, and red particles on the surface. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported an unknown side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs a broken device seems that in two parts, it is not confirmed that this complete one has red particles on the surface. Lot number 2724312. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported left side "left mammary gland deformed, shape changed, as per MRI data - implant shell integrity lost. Implant rupture."